Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 39 mg/dl. The customer was admitted to the hospital. The customer was asleep when their blood glucose was going low, so he didn't recall. The customer stated the cause of the low blood glucose was unknown.